Manufacturer narrative:
(B)(4) . Date sent: 5/8/2023. D4: batch # 229c72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with a battery installed and no apparent damage and with four vasecr35 reloads present. The reloads with batch (717a36, 944a70, 944a70, 942a66) were received fully fired. However, the reloads with batch (717a36, 944a70) were noted with damages on the deck area. In addition, no package materials were returned. During the visual inspection of the device, 3 b-formed staples were noted on the anvil jaw. Also, body fluids were observed on the knife component. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 229c72, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Cancer. What is the surgeon¿s experience with the pvs device? Dr. Has been using the pvs for 7 years from when this device was began to be sold in japan. What was the approximate width of the compressed vessel? The sales rep tried to get the additional information but no information was provided. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No. There is no difficulties in firing. There was no abnormal noise in the firing and there was no tension on the tissue. The staple in the edge of the vessel formed properly, but the staple in the center of the vessel seemed to be not formed properly. What was the pre and postoperative anti-coagulant and pain management protocol? The sales rep tried to get the additional information but no information was provided. Was the bleeding intraluminal or extraluminal? The sales rep tried to get the additional information but no information was provided. Was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? The sales rep tried to get the additional information but no information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. Investigation summary: the device was sent for additional evaluation. Upon arrival a visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a instrument and 4 vasecr35 reloads were received for analysis in cincinnati. All 4 vasecr35 reloads were received fully fired. The battery pack was not returned. A small amount of damage was noted at the edge of the knife slot on one of the reloads. Small nicks were noted on the knife blade during the analysis that was performed in japan. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. While the test firing in the japan analysis did not produce an acceptable line, the test firing in cincinnati did produce a conforming staple line. This is likely because the dried blood on the knife or the small nicks interfered with the test skin during the firing in japan. It was not possible to definitively confirm if the reload decks were damaged during use because the reloads were loose in the bag with the instrument when they were shipped to cincinnati. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. D4: batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: there was no unusual feeling when using the device. The device was used as usual. The patient is 86 years old male. The bleeding amount was 2200cc, 4 unit of blood transfusion was performed. (In japan, 200ml is 1 unit). The patient is stable, and ate whole meal today. He didn't even have to go into the ICU. The sales rep's comment: I've seen the video of the surgery and there doesn't appear to be any tension or lack of detachment. However, the blood vessels were taped with silk threads, which were not removed at the time of firing, and the device was fired with the jaws clamped on the silk thread. The bleeding occurred when the jaws opened, so I could not see the form of the staple after firing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right middle lobectomy, massive bleeding occurred after the device fired on a5 and the jaws were opened at 3rd firing. 1st firing was on the vein, 2nd was on the a4 and it was fired properly. The surgeon could not control the hemostasis, so the operation was converted to open procedure to hemostasis. At this point, the bleeding amount was 1350cc. The middle part was clamped and suctioned. When the bleeding point was checked, one side of the blood vessel or maybe only the tip of the blood vessel was not stapled. When the video was checked after the operation, the bleeding was occurred from the middle part of the blood vessel. Even after the hemostasis was performed, and the bleeding was controlled, the operation was recorded by the video. The surgeon was commented that the blood vessel got pushed by the knife than usual. The total amount of the bleeding was 2200cc. The blood transfusion was performed. Cardiovascular surgeon hand sutured, and the bleeding was controlled very well. Except from converting the operation to the open procedure, the patient is stable. After the bleeding was controlled, another device was used on the pulmonary vein to complete the case. Two pve35a and 4 cartridges were used in total. The cartridge color was white. The device was used on the blood vessels. The patient is still hospitalized, but not in ICU. There is no plan of additional treatment. No further information is available.